Event description:
Additional information received reported that the patient met with a company representative the previous week. It was stated that the impedances were "normal" and when the patient used therapy he was getting "adequate pain coverage". Further details were not known.

Event description:
It was reported the patient was charging more than expected and the implantable neurostimulator (ins) was not holding a charge. The ins charge depleted with 24 hours. It was noted this had been an issue since implant. Additional information received reported the patient did not show for his appointment and it had not been rescheduled. It was reported there were telemetry issues. An overdischarge was suspected. It was also noted the patient had had recharging issues since implant. The patient had been able to fully charge their implant but that it depletes in a day or day and a half. There was no telemetry with the stimulator and the highest antenna locate was 74. The last time stimulation was felt was a week prior, or maybe longer. On the patient¿s recharger all dates were 01/01/00 and 0¿s across all values. It was reported there was a power on reset that showed up following the physician mode recharge. In the morning the patient checked their charge level and it showed ¿zero life¿ so they were going to recharge. The patient turned their stimulation on and the stimulation was felt in their legs, lower back, and all the way to their feet and it was very painful. Normally stimulation was felt in the right quad, groin area to right nipple. Normal amplitude was 3.1 or 3.2 but with the stimulation the day of report they could not straighten their les because the stimulation was too strong. Follow up reported the patient was being seen in three days. It was reported when the representative met with the patient they had done part of a physician mode recharge and the patient had been instructed to complete the physician mode recharge at home. The same day, it was reported the stimulator was showing overdischarged. When they charged the stimulator, they first saw a power on reset message and then were able to normally recharge. The patient was getting pretty good coupling and the first quarter of the stimulator was blinking. The patient had a full charge screen three days prior and it was now empty. The patient had not had stimulation on since last recharge and noted they got 2-6 coupling boxes. The same day, it was reported all impedances were within normal range. According to the recharge statistics it appeared the patient had not regularly charged prior to the discharge. Recharge interval based on the patient settings would be 14 days with no cycling and 24 hour use. Follow up reported the patient was to keep a recharging diary for two weeks. The patient would schedule an appointment and they would compare the diary and clinician programmer recharging information.

Manufacturer narrative:
Product ID: 3778-60, serial# (B)(4), implanted: (B)(6) 2012, product type: lead. Product ID: 3778-60, serial# (B)(4), implanted: (B)(6) 2012, product type: lead. (B)(4).